Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a missing grips pin. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the prograsp forceps instrument jaws were broken. There was no report of patient involvement.